Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that the patient experienced post operative hyperopic refractive surprise and the intraocular lens (iol) will be explanted in a secondary procedure. The post op refraction was +1.5 -.75 @45. The iol will be exchanged for power on (B)(6) 2014. Follow-up on (B)(6) 2014 verified that the lens was explanted from the patient's eye on (B)(6) 2014 and replaced. The patient was seen one day post operatively and was reported to be doing better. Routinely, the patients are seen in follow-up one day post op, one week post op, one month post op. No further information was provided.